Manufacturer narrative:
The investigation concluded that the root cause of the incident is a known design defect.

Event description:
It was reported that during a surgery a communication failure occurred while the robot arm was moving to a trajectory and the system shutdown. Once the system restarted, the surgeon modified the trajectory and the case was completed as planned. There was a reported delay of 5 minutes to restart the system.